Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had cracks in it. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grounding pad was used and had no defects. The mcs tip cover accessory was properly installed with no orange surface visible. The installation tool was used. There was no electrolube or any other lubricant applied to the mcs instrument prior to the tip cover accessory installation. No arcing was observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessories were analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.018¿ to 0.109¿, 0.018¿ to 0.057¿, 0.018¿ to 0.152¿, 0.018¿ to 0.365¿, and 0.018¿ to 0.097¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.